Event description:
During an l1/l2 and l2/l3 spinal case, the surgeon used an optional implant guide on the l2/l3 segment. The s-lift implant was implanted successfully at l1/l2 without using the implant guides. The guides that were used on the l2/l3 segment were not made with stops, which is not uncommon. This led to the surgeon inserting the implant too far and 2 to 3 cm beyond the lateral border of the vertebral body on the right side. This caused a small amount of bleeding during the surgery, but not enough to require additional intervention. The surgery was completed without further incident. Post-surgery, it was noted that blood was present in the foley and that this continued with clotting. Imaging showed a large clot in the bladder and affecting the right kidney, pelvis, and ureter. A urologist saw the pt and intervened with a larger bore foley to decompress the bladder and planned to perform a scope or stent if needed as soon as practical. The surgeon stated that the injury to the bladder/ureter/kidney/pelvis was caused by the blunt force trauma of the blades of the implant guide traveling too far into the disc space with the implant; and further, that it was the direct result of the implant guide not having stops present that contributed to the over insertion.

Manufacturer narrative:
The insert guides for s-lift are general surgical instruments designed to assist in the insertion of s-lift implants during the surgery. The insert guides are provided with or without stops. The stops are used to moderate/guide the insertion of guides and implant. The insert guides used in this case did not have stops. The surgeon who conducted the surgery reported here either did not notice that the stops were not there, or did not understand the importance of self moderating the insertion of the device with them lacking the stops. S-lift insert guides are not required to perform the surgery- they are optionally used by surgeons to prevent the wearing of bone graft packed into the implant during insertion. Labeling associated with the insert guides are not explicit in cautioning the surgeon on how to use insert guides without stops and the potential for injury if inserted too far.